Event description:
Revision surgery- the patient had a dislocation and a ruptured ligament. This is not an implant failure.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after ten months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). A review of the product complaint report history shows this is the third complaint for this part number: two due to dislocation and one for pain. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to a ligament rupture. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.